Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the insulin pump had crack on the reservoir. Customer's blood glucose level was unknown. Customer stated that the top of insulin pump where the syringe was put that part was cracked. Customer also stated that the reservoir able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.